Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot# 0210365062, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot# 0210349504, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced inadequate stimulation. There were no external factors reported to have led or contributed to the issue. X-ray imaging, impedance testing, and reprogramming was performed in an attempt to troubleshoot and resolve the issue; however, ultimately the patient¿s leads were replaced as a result of the event. It was unknown whether the issue was resolved at the time of report. The patient was alive with no injury at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
Correction: please note that conclusion code no longer applies to this report. Additionally, section has been updated at this time. Device evaluation: analysis of the first lead found the #3 conductor was broken at the electrode weld site. The anchor was observed to be placed in close proximity to the electrodes. Additionally, it was noted that the use of the model 3888 lead for occipital nerve stimulation with this method of anchoring is outside of its intended design usage and produces a stress on the lead that is beyond intended reliability. Analysis of the second lead found the #3 conductor was broken at the electrode weld site. The anchor was observed to be placed in close proximity to the electrodes. Additionally, it was noted that the use of the model 3888 lead for occipital nerve stimulation with this method of anchoring is outside of its intended design usage and produces a stress on the lead that is beyond intended reliability. Please note the specific lead lot numbers could not be verified.